Manufacturer narrative:
The compromised force sensor system error alarm occurred during the prime test due to faulty force sensor relay. No further testing could be performed due to alarm. The insulin pump was received with minor scratched display window, broken reservoir tube lip and torn keypad overlay on down button dome switch.

Event description:
It was reported that the customer had an error alarms during manual prime on the insulin pump. The customer's blood glucose level was unknown. The customer states that the insulin pump was dropped. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.